Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display.

Event description:
It was reported that the customer went to the emergency room (ER); details and nature of ER visit were not provided. The customer alleged that the pump delivered a bolus that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.